Manufacturer narrative:
The cyberknife robot moved to pick up the fixed collimator assembly (fca) and the system generated an "overtravel fault" and the system interlocked. The pneumatics were engaged and the fca was partially attached to the robot. The user began to move the robot to perch position; however, because the fca was only partially engaged and not fully attached, it was dropped. The fca hit the xchange table and fell onto the floor. No users or patients were injured in the event. It was determined that the cause of the issue was a software anomaly affecting versions 11.x of the cyberknife software. A software fix is nearly completed that would fix this anomaly.

Event description:
It was reported that a fixed collimator fell from the cyberknife.